Event description:
On 2/19/96, pt underwent left breast excision and auxillary lymph node dissection. During the surgery a drain was inserted. On 2/20/96, drain was noted to have short periods of suction. Drain had to be reset every 15 minutes. Pt discharged home with drain in place and instructions on how to reset drain.